Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The device remains implanted. Additional information has been requested. (B)(4).

Event description:
During an intraocular lens (iol) implant surgery a surgeon reported that an intraocular lens (iol) shot out of its injector, causing a patient's posterior capsule (pc) to rupture. The device remains implanted.